Event description:
Paramedics attempted to use the device to administer defibrillation therapy to a pt diagnosed in cardiac arrest. The defibrillator was charged but allegedly failed to discharge. An AED was immediately available and used and later a backup ambulance arrived with another manual defibrillator and treatment was continued. The pt was delivered to the hospital with a perfusing rhythm.